Event description:
A hospital biomed reported that a pt sustained a corneal burn during cataract extraction by phacoemulsification. According to the service report, the doctor could not ge aspiration, even before phaco. Multiple attempts have been made to gather information, but no additional information has been provided.

Manufacturer narrative:
The company representative examined and tested the system and found it met product specifications. Additional information related to this event is pending. The root cause has not been determined. (B)(4).